Event description:
The customer reported to olympus technical assistance center (tac), the connecting tube with stay connected and pops off during reprocessing. There was no harm or user injury reported due to the event. The serial number has not been provided at this time. This report is related to: patient identifiers ((B)(6)).

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received based on device evaluation, and additional information based on the legal manufacturer's final investigation. During evaluation, it was observed, visual inspection found no issues, connected, and disconnected the connecting tube (blue) plastic connector multiple times on the b2 ports of the oer-elite reprocessor and no signs of the grey levers/metal clips and (blue) plastic connector coming off/popping off. The click sound was verified and secured when connecting the blue plastic connector to the b2 port. Both right/left grey levers and metal clips were intact on the (blue) plastic connector. There were no signs of external damage noted with both levers and metal clips. The movements on the grey levers were also checked and no signs of looseness with the levers when pressed multiple times. In addition, scratches and nicks were noted on the blue plastic connector of the connecting tube. There were scratches on the tube outside and excessive nicks and scratches on the metal connector. A review of the DHR could not be performed since the manufacturing date was unknown. Based on the results of the investigation, it is likely that the tube was not pushed enough (until it clicked) during connection or foreign material, or the like got caught between the connecting part, which made the tube easily disconnected. As a result, the tube was unable to be connected. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.